Event description:
It was reported by service report that the bed had a load cell that was not working causing the scale to be inaccurate. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: load cell.